Event description:
This supplemental report is being filed to include device analysis information.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed 117mm from the terminal pin, two segments were returned, a terminal end segment and a tip segment. A good portion of the mid-body segment of the lead was not received. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found anomalies that were related to the explant procedure. Detailed analysis did not reveal any abnormalities related to a short circuit condition exhibited by the device.

Event description:
Additional information was received which indicated this ICD and rv lead were explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a short circuit condition code 1004 after delivery of a shock. Boston scientific technical services recommended to evaluate the system and replace both the device and right ventricular (rv) lead. The patient was provided a life vest and a revision procedure is scheduled. At this time, the ICD and rv lead remain in service. No adverse patient effects were reported.